Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 30.1 mmol/l at the time of the incident. Customer's current blood glucose level was 15.4 mmol/l. The customer declined to troubleshoot for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11j. Retainer ring = black. On (B)(6) 2022, the customer alleged was for high bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and stained keypad overlay during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, displacement test and dat at 0.0872. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.